Event description:
This report made me check everything to proceed. I did not want to do that. I started having mild fatigue in (B)(6) 2007. In (B)(6) 2009, it really started to get bad and was accompanied by some abdominal pain and a burning tongue. From (B)(6) 2009 to (B)(6) 2010, I was very sick. My symptoms got much worse within 10 minutes of getting a cortisone shot in my hip joint by dr (B)(6) at (B)(6) in (B)(6). I had extreme nausea, elevated lipase, high ca19, lost weight rapidly for a few weeks after the shot. Also severe abdominal pain, profuse sweating every few minutes, fatigue, shortness of breath and dizziness. I got an endoscopic ultrasound, MRI's, CT's of the body and head when I had vertigo, ovarian tests, you name it, and a host of blood tests to figure out what was going on and all to no avail. No one could figure it out. I told them I felt like I was suddenly being poisoned. I'm not a sickly person, I work out, am not overweight, or depressed, none of that. I'm just really sick. I'm still battling abdominal pain, nausea daily, dizziness, shortness of breath and fatigue. I can't recall the exact date I had these put in. It was the late 90's - early 2000's. The doctor that put them in was dr. (B)(6) out of (B)(6).